Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.

Event description:
It was reported per the sales representative that the intra-aortic balloon (iab) was prepped per instruction. The md "tried to insert the iab through the sheath and it would not go through." As a result, a second iab was obtained.